Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. 510k: this report is for an unknown screw: nail proximal locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient experienced screw backout related to a tibial fracture. No further information is available. This report is for an unk - screw: nail proximal locking. This is report 3 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional device product codes: jds, hsb. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) low prof lckng screw f/im nail ø 5.0mm / l 72mm / xl25.

Event description:
It was reported that the patient experienced screw backout after treatment of a tibial fracture about 2-1/2 months out from surgery. The screw was removed in the clinic under sterile conditions on august 11, 2022. The patient recovered without persistent damage. The patient experienced non-union resulting in implant removal surgery on (B)(6) 2022. The hardware was removed and the nonunion of the left tibia was repaired. This is report 5 of 7 for (B)(4). (B)(4) is related to (B)(4) . (B)(4) - reports screw migration. (B)(4) - reports non-union.